Manufacturer narrative:
(B)(4). The root cause was assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of damaged battery. This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was depleted main batteries. The main batteries were replaced to fix the reported condition. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.